Event description:
Single lumen PICC [peripherally inserted central catheter] was infusing ampicillin. Tech called rn to bedside for blood coming out of PICC. Nurse paused fluids and checked line. Trifuse extension appeared to have a leak. Blood had back up and was leaking out of trifuse extension. Manufacturer response for extension set, 9.5¿ 1.4 smallbore trifuse set, 3 microclave clear, nanoclave, 3 check valves (per site reporter). Yes, they were made aware on [date redacted]. Currently awaiting manufacturer response.